Event description:
The customer reported that the system would display a check system error message and boot up was unable to pursue. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the service representative fix the system.